Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) remove and refitted the datasetts and all connections of the main pcb and machine worked ok. The fse ran the machine on a trainer and balloon for 3 hours and observed that machine was ok. All functional and safety checks performed to meet factory specifications. The unit was returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during unit testing before patient use, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.